Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# 0210733895, product type: lead. Analysis of the lead found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative reported that during the procedure, there was no effect or response received by the patient. The patient was having a new deep brain stimulation system implanted. After brain ignitions were measured using recording electrodes, test stimulation was performed to no effect. The parameters were changed several times, but there was no response, so the results could not be adjusted. The lead was changed out for a new lead. A suspected lead fracture was noted and it was stated that it was possible there was a defect, such as a lead disconnection. With the new lead, a response from the patient was observed. There was no health hazard to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.